Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over one hour. Reportedly, the transmitter and pump were more than 20 feet apart. During troubleshooting, the transmitter was brought within 20 feet of the pump and the transmitter successfully regained connection. No additional patient information was available